Event description:
On (B)(6) 2011, patient reported having issues with the up arrow button on the infusion device which began on (B)(6) 2011. Patient stated he has to press harder in order for the buttons to work. Patient reported when the up button is pressed, it does not remain flat. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.